Event description:
It was reported on (B)(6) 2025 by the patient's sister that the patient had passed away. The date of the patient's passing was not provided. The patient's sister reported; while wearing a pod, the patient experienced a hypoglycemic episode. Blood glucose levels declined to 43 mg/dl. Length of time the pod was worn was not provided. The patient's sister reported while she was assisting the patient with treating her hypoglycemia (specific treatment was not provided), the patient experienced a heart attack. The patient was also reported to have an immune disorder, cvid (common variable immune disorder). The patient was transported by ambulance to the hospital, the blood glucose level had increased to 90 mg/dl, however the patient reportedly did not have a pulse while in transport. The patient was pronounced dead upon arrival to the hospital. No allegations of a device malfunction were reported.

Manufacturer narrative:
The physical device is not expected to be returned for investigation. User-initiated log files from the controller serial number in the complaint were not available in the cloud system. Cloud data linked to the patient ID was reviewed for the period of 01apr2025 to 06may2025. The last data entry of the patient history buffer (phb) was found to be at 07:00:48 on (B)(6) 2025. The phb data showed that the automated algorithm was able to appropriately adapt the automated insulin amounts based on the estimated glucose values and user inputs. The phb data confirmed that the user's blood glucose values reached urgent low levels at 06:50:48 on (B)(6) 2025 and stayed there until 07:00:58. The data showed that the automated algorithm stopped the delivery of automated insulin at 04:15:48 when the pod received a blood glucose level of 119 mg/dl. This was due to a steady decrease in blood glucose levels. The system was correctly reducing and stopped automated insulin delivery appropriately as the estimated glucose values decreased from a high of 338 mg/dl at 18:20:49 on (B)(6) 2025 down to the user's target of 110 mg/dl. The automated algorithm was determined to function as intended. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Please disregard previously submitted (B)(4)/ reference report number 3004464228-2025-23658-00. This was not a reportable medical event related to an insulet device, as there was no allegation or indication that our device caused or contributed to the medical event. The emdr report was submitted in error. Ems (emergency medical services) were contacted initially due to the patient having hypoglycemia with a blood glucose of 43 mg/dl; however, when ems arrived the patient's blood glucose was 90 mg/dl, and no treatment was provided. The patient later experienced a heart attack and was transported to the hospital. While in route to the hospital, the patient passed away from the heart attack. Review of cloud data found our system was correctly reducing and stopped automated insulin delivery appropriately and the automated algorithm was determined to function as intended. Our product did not cause or contribute to the medical event.